Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Update e1 to include reporter's full name. The information included in b3/d10 was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the indicated phenomenon was not reproduced. However, it is possible that the image blackout occurred because communication with the endoscope or camera head failed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. There were no issues noted with the image during the device evaluation. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus visera elite ii video system center was not producing an image during a therapeutic laparoscopic cholecystectomy procedure. According to the initial reporter, the procedure was completed without patient harm using the subject device and a new scope.